Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called customer on 26-may-2017 and customer found software card. Customer does not want to pay for the service call to replace batteries and will wait until later time when fse is onsite for pm (preventive maintenance) or service. Talked customer through installing software and checking parameters needed for operation. Customer calibrated and ran qc (quality control). Called customer later the same day and g8 is operating with good graph and results. The most probable cause of the reported event was that software was lost due to power outage.

Event description:
On (B)(6) 2017 the customer reported power failure with their hlc-723g8 analyzer. Customer reported that they had a power failure in the lab and when the g8 tries to reboot it comes up with multiple error messages: as not found, software not found, software corruption. Ts instructed the customer to re-boot with no result. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.